Manufacturer narrative:
Additional information has been provided in h3 (device evaluation), including evaluation status and findings. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the purge pressure low was a fluid leak originating at the sidearm. The cause of the fluid leak sidearm was joint damage to both the reservoir to filter joint and the yellow luer to reservoir joint. Both damages are an unintended user error due to the stress fractures left on the device and with the damage occurred while preparing to move the patient. Fluid leak-side arm: the cause of the fluid leak sidearm was joint damage to both the reservoir to filter joint and the yellow luer to reservoir joint. Both damages are an unintended user error due to the stress fractures left on the device and with the damage occurred while preparing to move the patient.

Manufacturer narrative:
D9 updated; the product has been returned. The investigation is still ongoing.

Manufacturer narrative:
B5 amended to include the clinical rationale.

Event description:
Clinical narrative an impella cp was implanted without issue in a patient with cardiogenic shock prior to pci. The device functioned as intended for over an hour during the procedure. After the procedure, while the nursing team was applying dressings and preparing to move the patient, a ¿low pressure in the irrigation system¿ alarm was triggered. Inspection revealed a leak at the yellow luer connector. The physician attempted to tighten the connector, but it fell apart during handling. The pump was immediately replaced with a new one without any major complications for the patient. The reported event involves purge pressure low, fluid leak at the side arm, medical device removal, and device revision or replacement. There were no signs, symptoms, or adverse clinical impact on the patient. Based on available information, the issue appears isolated to the connector component and does not indicate a systemic device malfunction. The impella cp performed as intended prior to the connector failure, and the replacement was completed promptly without patient harm.

Event description:
It was reported that a patient implanted with an impella cp experienced a low pressure alarm. A leak was identified at the yellow luer connector. The physician attempted to rescrew the connector into place but it fell apart in his hands. The pump was replaced without major complications to the patient.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.